Manufacturer narrative:
(B)(4). The carefusion failure analysis engineer examined the microblender and found that the bleed port is bleeding too much. Bleed port specification is 10-12 lpm: unit¿s bleed port is bleeding 12.5 lpm. Finding/root-cause: duplicated the complaint allegation, the bleed flow is too high. Defective auxiliary outlet assy, microblender.

Event description:
The customer reported that this microblender bleed flow is too high and is draining the gas tanks fast.